Event description:
Information was received on (B)(6) 2012, indicating that the patient underwent a surgery on (B)(6) 2012. During the procedure, the lead pin was removed and re-inserted and the high impedance resolved. No products were changed at that time, and the patient was re-closed. Diagnostics were performed again after closure and the impedance values remained ok.

Event description:
Through a review of programming history performed on (B)(6) 2012, it was determined that a greater than 25% change in impedance occurred on (B)(6) 2012, resulting in an impedance value greater that 10,000ohms. Additionally, diagnostics following the pin-re-insertion procedure on (B)(6) 2012, had results of approximately 2700ohms.

Manufacturer narrative:
.

Event description:
It was initially reported that the patient had high impedance at a recent appointment. The physician received the high impedance warning message and did not actually run diagnostics that day. There was no reported trauma or manipulation that could have contributed to the high impedance. The patient had recently been implanted (B)(6) 2011 and diagnostics were within normal limits at surgery. At follow-up appointments there were no diagnostic that were run, but there was no reported high impedance message received on interrogation. The patient was seen again after the initial report of the high impedance warning message and had diagnostics run. The results were output status - low, impedance - >10,000 ohms ifi-no. There were no reported pain or other adverse events. The patient had an aura the week prior and the use of the magnet stopped the seizure. The patient had their generator disabled. X-ray were taken and provided to the manufacturer for evaluation. Based on the x-ray received there is a possibility that the connector pin may not be fully inserted but this was not able to be fully assess based on the images provided and position/angle of the generator. There were no gross fractures or discontinuities that were visualized. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. The patient was referred to a surgeon. Surgery is likely but had not occurred to date.